Event description:
During a six month follow-up, the x-rays showed that one of the sets screws had come out of the tulip head. A revision surgery took place on (B)(6) 2013. The surgeon identified the failure of the screw to hold and a small loss of correction at the lowest level instrumented. The child was completely asymptomatic. In the revision surgery, the surgeon found that the bulk of the fusion was intact except at the lower segment where there was partial bone healing. He was able to re-reduce the lower end of the rod and fix it with a new set screw. He replaced two other set screws to be sure the fixation was secure and added additional bone graft at the lower level. He was able to recover some of the lost correction. The child was braced post-operatively.